Manufacturer narrative:
E1: name: medtronic minimed country:(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).

Event description:
It was reported that the patient faced the infusion set changed to yellow on the second day after insertion on (B)(6) 2026.